Event description:
Boston scientific received information that this patient had episodes of noise on the right ventricular (rv) lead with pacing inhibition. The patient is pacemaker dependent, however experienced no adverse patient effects as a result. The lead was subsequently surgically abandoned and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.